Manufacturer narrative:
The event of unintentional activation was not duplicated. The customer indicated that they discovered after sending the handpiece in for repair that the issue was actually with one of their cables.

Event description:
It was reported that during a procedure the micro sagittal saw ran without user activation. There was no patient or user injury reported and no adverse consequences alleged with this event. The procedure was completed successfully with a backup device.